Event description:
It was reported that bd eva-ai2-sm2 needle precisionglide 16x1-1/2in contained foreign matter. Needle 40 x 1.6 - 16g ( white ). When opening the packaging and connecting the product to the syringe, the syringe did not allow the serum to flow. It was identified that inside the needle's bevel there was something like a plastic bead. Two needles were tested and both had this problem. A third needle had to be used, this one without the presence of a foreign body. Material batch: 5059871. Additional information received on 11 jun 2026: was there any harm to the patient's health? If so, please explain in detail. No damage is the product packaging damaged? No was the incident reported to anvisa? If yes, what is the notification number? No the images are attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.